Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information: where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any staple formation issues identified? Please provide the six-character lot number of the device, if available. How long was the procedure prolonged (minutes)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that an anterior resection, during use on a patient, it was noted that when fired, there was no audible crunch. After firing, the surgeon checked with a colonoscope and when air tested, there were lots of air bubbles and this was a failed firing. The donuts were complete. The anastomoses was successfully completed with another circular stapler. The surgery was delayed but length of delay was unknown. Surgery was successfully completed. Patient consequence is unknown.